Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 828-083, 510k# k880215 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation on t10-iliac due to lumbar kyphoscoliosis. Reportedly, post-op, rod broke on the left side of l4/5. The patient underwent revision for removal of the rod. No fragments remained inside the patient's body after revision surgery.

Manufacturer narrative:
Product analysis: an ~3.5cm portion of the rod was returned. Visual and microscopic examination of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which is indicative of cyclic fatigue. No material damage noted on the adjacent surface to the crack propagation which could contribute to crack propagation. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.